Manufacturer narrative:
Weight: unk. Ethnicity: unk. Race: unk. Explant date: na. This product is manufactured in the u.s. But not marketed in the u.s. Work order search: no similar complaint was reported for units within the same claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.7mm vicm5_13.7 implantable collamer lens, -10.50 diopter into the patients left eye (os) on (B)(6) 2021. The lens was reported as excessive vaulting and elevated intraocular pressure (iop). The lens remained implanted. The patient will be monitored strictly and the iop has decreased slightly during the last weeks. The cause of the event was unknown.